Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the mid left anterior descending (lad) artery. Following the advancement of a guide wire and pre-dilation of the lesion with a 2.5x15mm semi-compliant balloon catheter, a 2.50x32mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the distal part of the stent became trapped in the proximal part of the lesion and the patient developed chest pain. The physician decided to withdraw the device; however, when the device was retracted, the stent remained inside the patient and was hanging from one side of the lad and floating from another side in the left main artery. Subsequently, a guide wire was advanced in secondary vessel and several non-compliant balloon catheters were used progressively to deploy the dislodged stent. The stent was successfully deployed; however, the proximal part of the stent was undersized since the left main artery's diameter was around 3.75mm. The ostium of the stent remained resistant to over expansion even when pressure was applied as high as 24 atmospheres. A non-bsc stent was then deployed in the left main artery overlapping the ostium part of the promus element stent. Another dilatation was then performed with a non-compliant balloon catheter to over expand the promus element stent but the maximum diameter reached was just 2.75mm. The initial target lesion in the mid lad was then treated with a non-bsc stent. Timi flow 3 was reestablished but the narrowing on the overlapping of the two stents was persisting. The patient was scheduled for a control coronarography. No patient complications were reported.